Event description:
It was reported that a patient had her device replaced because the original generator fell down into the breast area. Good faith attempts to obtain additional information including the type of suture used to secure the generator to the fascia and if this was the result of any patient manipulation or trauma have been unsuccessful to date. The explanted generator has been disposed of and will not be returned for analysis.